Manufacturer narrative:
The device was received for evaluation / repair. Pre-temperature testing was not able to be performed. The hand-piece would not run, the motor was seized and the internal components were severely corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device had excessive heat. This was found pre-operatively so a patient wasn't involved and there were no injuries reported as a result of this event.